Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV fluid continues to leak as the blood is infusing. There was no report of patient harm.